Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Additional information: section d10. Device available for evaluation? Yes returned to manufacturer on: 8/10/2020 section h3. Device returned to manufacturer? Yes device evaluation: the complaint lens was received submerged in an unknown solution inside a specimen cup. A completed jjsv shipping guide and shipping label were received as well. Visual inspection under magnification revealed that the lens was received cut in pieces, which is consistent with a lens that was handled during explant. Based on the return condition of the lens, no further product evaluation could be performed. The complaint issue could not be confirmed, and no product deficiency could be identified. Manufacturing record review: the manufacturing process record was evaluated and revealed that the product was manufactured and released according to specifications. A search revealed that no other complaints were received from this production order. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted. Placeholder.

Manufacturer narrative:
(B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) could not adapt to the glare right after it was implanted in the patient¿s right eye. It was stated that the patient also had loss of 2 or more lines of bscva (best spectacle corrected visual acuity). The suspect iol was replaced with a different model, different diopter power iol with excellent post-op results. There was no complications, no patient post-op injuries. No other information was provided.